Manufacturer narrative:
Device evaluation: analysis of the returned device identified: crease fold, fluids. Leak test was performed, and no leakage was found. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is:no openings or issues related to deflation device were observed.

Event description:
Healthcare professional reported a right side "possible deflation". The device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side "possible deflation". The device was explanted.